Manufacturer narrative:
The customer-reported issue was confirmed as the companion 2 driver display showed a red x over the battery icon when the external battery was placed in the driver. During evaluation, the external battery was not able to charge and could not communicate with the battery's system management (smbus). This indicates that the external battery was too far depleted to be recognized by the driver or accept a charge. The root cause was most likely a deep discharge event leading to a permanent fault by external battery's internal safety circuitry. Although the cause of the deep discharge event could not be conclusively determined, it is possible the external battery was stored for long periods of time without connecting to a power source. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. (B)(4) follow-up report 1.

Manufacturer narrative:
The companion external battery has been returned to syncardia for evaluation. The results will be submitted in a follow-up MDR. (B)(4) initial.

Event description:
The companion external battery was not supporting a patient. The customer, a syncardia certified hospital, reported that companion external battery did not charge in the companion 2 driver and the driver display showed a red x over the battery icon.